Event description:
The customer contact philips healthcare to report that the device intermittently locks up during the opcheck. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.